Manufacturer narrative:
(B)(4). Date sent: 10/15/2020. D4: batch # g51h1d. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? Rectal carcinoma. What surgical procedure was performed? Open deep rectal procedure. Did the patient receive any preoperative chemotherapy or radiation? Not specified. Please define what is meant by bouginage. Was the anastomosis dilated by the surgeon? If yes, was it done before or after the firing of the device? Dilatation was performed by the surgeon, after firing. Was the device difficult to close? Unknown. Was the device closed and repositioned multiple times prior to firing? Unknown. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? One. What is the current status of the patient? (B)(6) , multimorbide.

Event description:
It was reported, o.a.b. Had prepared the rectum well free, sotm 20 sec; weaning with cs40g, on bouginage the staple line opened again, staples were not formed to b, anastomosis height would have been 10-11cm. Ca (B)(6) was called to the surgery, resected the rectum and weaned with a new cs 40g device. When the circular stapler was pushed forward the row of staples opened again and the staples were again not formed, the anastomosis height had been reduced to 7-8cm. Subsequently, a terminal stoma had to be created in the patient, because due to his age (B)(6) years), there was a high risk of anastomosis insufficiency.